Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the surgeon was able to press the green button and squeeze the handle. Stapler was not able to fire and difficult to unload. Another reload was used but it was not resolved. The surgeon changed the stapler to finish the procedure. There was no patient injury.